Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10129. It was reported the patient (B)(6) experienced excessive heating while charging her ipg. As a result, the patient is unable to continue charging. A replacement charging system was tried to no avail. Surgical intervention will be undertaken at a later date to resolve the issue.